Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) leaked and as a result under infused after a patient infusion. This was described as ¿drug solution was found inside the lv 10 pump¿ (residual drug was found outside of the bladder and contained in the housing of the infusor). This was identified, after use, when the patient came back to the clinic to hook up a new lv infusor. The device had been filled with cefepime in sodium chloride 0.9%, total volume filled 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufacture date: october 2, 2020 - october 3, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed a small pool of fluid inside the housing which suggests a leak may have occurred. Additionally, the bladder appeared deflated with no fluid in the bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related or defective product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.